Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Health effect - clinical code e2402: patient dissatisfaction with procedure outcome manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation surgery with implantation of a 425cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced left-sided hardness, pain, and deformity. Additionally, the patient was unhappy with the size of her breast implants. Subsequently, she was diagnosed with baker grade iii capsular contracture of the left breast during an in-office visit with a medical professional. As a result, the patient underwent bilateral removal and replacement with 340cc mentor memorygel breast implants on (B)(6) 2023. The date of event was provided to mentor as a best estimate. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-03582 for the contralateral event.